Event description:
The customer returned the video system center, which is an olympus asset with no reported complaint. However, during the evaluation of the device, error. E105. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for error e105 was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.